Event description:
The customer reported that during a liposuction procedure, the cannula shaft detached from the base. The procedure was completed using an alternate cannula, and there were no reported injuries or procedural delays. The device was returned for evaluation. Visual inspection confirmed that the cannula shaft was bent and had separated from the base. The solder joint was fractured, and a dent was observed in the stainless-steel hub, indicating mechanical stress. A review of the device history record confirmed the product met all manufacturing specifications and passed inspection with no nonconformities or deviations noted. The instructions for use (mkt-2901 rev. 01) for cannulas advises against bending or applying excessive force to the device, as these actions may compromise structural integrity. The totality of the evidence indicates that the device was manufactured according to specifications and that no manufacturing deficiencies were identified. The observed damage is consistent with mechanical force applied by the user and is attributed to handling or use that deviates from the conditions described in the instructions for use. This incident is considered isolated, as no other complaints involving this specific type of failure have been reported for this device type in the past five years.